Event description:
It was reported that the patient with this pacemaker was admitted to the hospital for a device replacement. This pacemaker was found to be in safety mode. In addition, the patient reported muscle stimulation in unipolar configuration. This pacemaker was explanted and successfully replaced. Other than procedure no additional adverse patient effects.